Manufacturer narrative:
H6: investigation summary: four photos were submitted for quality investigation. The four photos that were provided, are of different material numbers and are not related to this complaint. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris smartsite extension set was damaged and leaked. The following information was provided by the initial reporter: the tubing snaps in half during use which results to medication fuid spills and blood backflow spills from the patient's vein

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris smartsite extension set was damaged and leaked. The following information was provided by the initial reporter: the tubing snaps in half uring use which results to medication fuid spills and blood backflow spills from the patient's vein